Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The subject device was not returned to olympus for evaluation. However, an unopened device from the same lot was returned and evaluated by olympus. There were no abnormalities observed with the unused device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Since the actual subject device was not returned to olympus, the cause of the reported issue could not be identified. However, based on the results of the investigation, the issue was likely caused by the following: 1. There was a malfunction with the air/water button during use. 2. A foreign object was blocking the air channel of the endoscope, causing temporary feeding air failure. 3. If the button was lubricated, it is possible that the lubricant may have blocked the air flow. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿13.4 attaching the air/water valve to the endoscope caution: the air/water valve does not require lubrication. Lubricants can cause swelling of the valve¿s seals, and the valve function may be impaired.¿ ¿13.8 air/water feeding and suction air/water feeding caution: do not operate the air/water valve of the endoscope under the following conditions while the endoscope is inserted in the patient. -the air flow button "off" indicator of the light source is illuminated. -the water container is not connected to the endoscope connector. -the endoscope connector is not connected to the output socket of the light source. Operation of the air/water valve under such conditions may cause bodily fluids or debris from the patient to backflow from the distal end to the water container.¿ this supplemental report includes additional information received regarding the event. B5 updated accordingly. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the problem was with the air/water (feeding) button.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, insufflation was unable to be performed during a diagnostic colonoscopy. After troubleshooting was done, it was determined that the subject device was not passing any carbon dioxide through the scope. The procedure was delayed, and anesthesia extended, by 45 minutes. The procedure was then completed with a similar device. There were no reports of further patient harm.